Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called via phone because she had an open circle on her insulin pump. The customer stated that the pump was beeping and noticed that there is an open circle and has had the beeping on the pump for two days. Troubleshooting was performed. The customer's current blood sugar is 44 mg/dl. The customer treated with food. The customer reports programming is inaccurate. Troubleshooting was performed and the reservoir is showing the same amount of insulin as shown on the status screen. The customer had temp basal running for 2 days. The customer reports the insulin pump was not worn during a medical procedure or around an MRI. The customer does not feel the insulin pump is overdelivering. The insulin pump will return.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip. The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.